Manufacturer narrative:
Updated b5, d4, g3, g6, h2, h4, h6 and h11. The device remains implanted. A review of the lot device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. Based on the available information the root cause of the event could not be conclusively determined; however, it is noteworthy to mention that a non-validated injector was used to complete the procedure. Bausch + lomb will continue to monitor for similar occurrences.

Event description:
Additional information was received. One surgeon at the hcf reported that they sometimes notice particles coming from the injector cannula at the beginning of the injection which they wash with bss.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress.

Event description:
The healthcare facility reported that within one (1) week of an uncomplicated intraocular lens (iol) implantation in the left eye, the patient noticed a problem and presented at another facility. Reported as positive for endophthalmitis with cultures of streptococcus mitis group. At one (1) week post procedure, vitrectomy was performed with an anterior chamber (ac) washout. The patient was treated with vancomycin, ceftazidime, dexamethasone, cefuroxime, gentamicin, atropine and moxifloxacin. Patient is currently ok, and prognosis is unknown. Additional information was requested.